Event description:
Related manufacturer reference number: 2017865-2024-37255. It was reported that during implant procedure, the steerable catheter inappropriately jumped forward and was difficult to manipulate. It was discovered that the patient had developed a cardiac perforation resulting in pericardial effusion. A pericardiocentesis was performed. The patient's status is unknown.

Event description:
New information received notes that the patient suffered hypotension during procedure. Tamponade was sustained during procedure. The patient deceased upon conclusion of the procedure.